Event description:
It was reported after performing transseptal puncture using a non-sjm transseptal needle and a fast cath introducer, a piece of blue plastic was removed from the introducer. The non-sjm needle was introduced through the introducer and position in the left atrium was verified by contrast injection. The needle was not reshaped prior to insertion but it is unknown if a stylet was inserted into the needle prior to advancement into the introducer/dilator assembly. The needle was then removed and a guidewire was inserted into the introducer but was unable to be advanced. The sheath was removed and flushed when it was noted that a piece of blue plastic came out through the tip of the device. A new introducer was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.